Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic with janeway lesions, consistent with infective endocarditis involving the mitral valve. On (B)(6) 2026, the physician elected to explant the right ventricular (rv) and right atrial (ra) leads. The procedure was completed without complication, and the patient experienced no adverse outcomes.